Event description:
Physician reported that following the breast biopsy, tried to deploy the micromark. The micromark was inserted into the mammotome probe without difficulity and deployed. Upon removal of the micromark from the probe, it was noted that the staple had not deployed and the introducer was missing the distal tip. An attempt was made to remove the introducer distal tip from the breast; this was attempted with tweezers under the skin in the incision. This attempt failed to retrieve the distal tip. An ultrasound examination was performed and the distal tip was identified. A localization wire was placed and the pt underwent a surgical excision of distal tip. The pt tolerated the procedure well without any further sequela. The product and the distal tip retrieved from the pt were returned and eval. Physical examination of the introducer revealed what appeared to be a stretching of the tubing (approx 1/8" length) and a laceration (3/16" length). The distal tip was intact with the proximal tubing appearing stretched (approx 1/8" length) and a laceration (3/16" length).